Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The caregiver (cg) stated the home patient (hp) called her and informed her that the hc alarmed se 2240 in the initial drain. The cg was at her home and the hp was at his home. The cg was not near the hc to see the setup. The technical service representative (tsr) advised the cg to have the hp start over with all new supplies and inform the registered nurse (rn) of the se 2240. There was patient involvement. No patient injury or medical intervention was reported.